Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergies from implants') in a (B)(6) female patient who had essure (batch no. D40632) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal arthrodesis and handicap. Concurrent conditions included herniated disc (surgery l5-s1 (arthrodesis)). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion intervention required) and back pain ("low back pain"), 2 days after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and back pain outcome was unknown. The reporter considered allergy to metals and back pain to be related to essure. The reporter commented: low back pain due to metal allergies from implants. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('metal allergies from implants') in a 43-year-old female patient who had essure (batch no. D40632) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included spinal arthrodesis and handicap. Concurrent conditions included herniated disc (surgery l5-s1 (arthrodesis)). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criterion intervention required) and back pain ("low back pain"), 2 days after insertion of essure. The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals and back pain outcome was unknown. The reporter considered allergy to metals and back pain to be related to essure. The reporter commented: low back pain due to metal allergies from implants diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kgs. Lot number:d40632 UDI: (B)(4). Manufacture date:2014-12 expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.